Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose and was hospitalized on (B)(6) 2021 and (B)(6) 2021. Customer stated that they had been hospitalized twice already while using the pump in the past. Customer declined for troubleshooting. It was reported that the customer received multiple insulin flow block alarms. The insulin pump will not be returned for analysis.